Manufacturer narrative:
The device is expected to return. Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.9, lab inr: 3.1. The time between testing was within fifteen mins. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no additional info provided.